Manufacturer narrative:
Device history record (DHR) review of all possible lots indicates ,the proper materials and manufacturing methods were used to produce this lot of materials. At the time of this report, the device has not been returned to thomas medical products for evaluation. User states that the device has been discarded.

Event description:
"I am forwarding a voice message I received from (B) (6) on (B) (6) 2010 at 3:19 pm et. He is reporting a y-glide complaint. He claims the y-glide is responsible for producing "4 to 5 air bubbles" that "communicated" with a guide catheter during a carotid stent procedure. The patient had a "stroke" during the procedure. (B) (6) identified less than .25 cc air bubble in the patient's cerebral vasculature. (B) (6) has identified the event as a tia. (B) (6) tested the catheter and guide system to confirm it was an enclosed system that would not allow air in.